Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self-test due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 and force sensor.¿successfully downloaded history files and traces using thump. Critical pump error (open book image) alarm was triggered by a pump error 35 fatal alarm confirmed in the pump history file/traces on 24-may-2025 at 19:23:53 due to moisture damage on the force sensor. Test p-cap locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked battery tube threads, cracked case at corner of the belt clip rails, cracked case along the side of the battery tube, cracked select button keypad overlay, stained keypad overlay, damage display window cover and minor scratched lcd window. Critical pump error (open book image) alarm confirmed due to pump error 35 alarm. Pump error 35 alarm confirmed due to moisture damage on the force sensor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and critical pump error. The customer reported blood glucose value of 400 mg/dl. It was unknown how the customer was treated hyperglycemia. The event involved product(s) mmt-864, mmt-1884 and mmt-332a. Troubleshooting was performed and the customer was advised that the insulin pump will be replaced and instructed to revert to a backup plan per health care professional instructions and place pump in storage mode. Troubleshooting was partially performed for high blood glucose event as the customer declined further troubleshooting. It was unknown whether the customer has been using the insulin pump system within 48 hours of the reported event or not. It was unknown whether the customer used the auto mode feature or not at the time of event. No further patient complications were reported. The customer will discontinue the use of the pump. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for mmt-864. No product return is required for mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.